Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the inferior vena cava (ivc) wall and abuts the aorta. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage, including, but not limited to there is specific evidence that the filter perforates the ivc wall and abuts the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, pulmonary embolism and cholelithiasis. The filter was deployed via the patient's right femoral vein. It was placed well above the bifurcation of the iliac veins. The patient tolerated the procedure satisfactorily. The results of computed tomography (CT) scans done approximately four years and ten months after the index procedure indicate that the filter appears to expand beyond the luminal contour, abuts the aorta. The record notes that it was difficult to state whether struts penetrate the abdominal aorta.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) into organs. The patient continues to experience fear and anxiety related to the filter. The patient became aware of the reported events approximately four years and ten months after the index procedure.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the inferior vena cava (ivc) wall and abuts the aorta. The patient reported becoming aware of perforation of filter strut(s) into organs approximately four years and ten months post implant. The patient also reported anxiety related to the filter. According to the medical record the indication for the filter implant was pulmonary embolism, left lower extremity deep vein thrombosis and symptomatic cholelithiasis. The filter was placed via the right femoral vein and deployed across the lower half of l2 and across the body of l3, well above the bifurcation of the iliac veins. The patient tolerated the filter placement satisfactorily and was immediately followed by a laparoscopic cholecystectomy. Approximately four years and ten months the patient underwent a computed tomography (CT) scan for unspecified injury of the ivc. Results of the scan noted that the filter appears to expand beyond the luminal contour and abuts the aorta, however the reviewer was unable to state whether it penetrates the abdominal aorta. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc and organ was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.